Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the power supply pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed power pcb assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be a shorted and burned capacitor, designator c25.

Event description:
The customer initially reported that their device could not be turned off. This was discovered following a data transfer, post patient event. After an evaluation of the device by physio-control, it was observed that the device would not complete the boot up process. There was no patient use associated.